Event description:
It was reported that a loss of monitoring occurred when the cic (clinical information center) screen went blank due to a presumed ups (uninterruptible power supply) failure. Pt monitoring was lost for 24 pts for approx 40 minutes. No injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.